Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that post implant of a realize adjustable band, the band was eroded into the stomach. The patient presented with swelling at the area of the port. The surgeon went to access the swollen area and there was pus and drainage. The band and port were removed and has not been replaced. The patient is doing fine and recovering.